Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: during further evaluation of the returned device, and it was determined that the device could not engage coupling attachment. The assignable root cause was determined to be due to maintenance, which is improper maintenance.

Event description:
It was reported by germany that during service and evaluation, it was determined that the chuck with key device had the following failures: frozen/will not move - chuck seized, moving parts do not move smoothly, illegible etch, does not function, cannot engage attachment - coupling and component damaged. It was further determined that the device failed pretest on the following: general condition, marking & labeling, check drill chuck with key, check the maximum range of tool coupling, check the minimum range of tool coupling, check pins length of handpiece coupling, check the cannulation of attachment, check for mechanical free movement and check general function in running mode. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2024. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. B5, h6, h10: the event description, investigation findings and investigation summary have been updated to reflect the correct information. Investigation summary : the actual device was returned for evaluation. During repair, an evaluation was performed; and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance.

Event description:
It was reported by germany that during service and evaluation, it was determined that the chuck with key device was frozen/would not move due to chuck being seized. It was further observed that the device had illegible etch, and did not function. It was determined that the moving parts of the device did not move smoothly. It was further determined that the device failed pretest for general condition, marking & labeling, check drill chuck with key, check the maximum range of tool coupling, check the minimum range of tool coupling, check pins length of handpiece coupling, check the cannulation of attachment, check for mechanical free movement and check general function in running mode. It was noted in the service order that the device was defective. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2024. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of the frozen/would not move due to chuck being seized identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).